Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient was presented with aortic stenosis with severe calcification primarily on the non-coronary cusp (ncc) and in the raphe of the right and left leaflets. The patient has a horizontal anatomy with an aortic valve angle measured to be 53 degrees and considered to be high risk patient for surgery as per the implanter, so they were intubated with continuous transesophageal echocardiography (tee). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 28mm, non-abbott balloon with 3ml less inflation in order to achieve approximately 26mm. Four attempts were performed while the last one being effective and the calcification displaced out of the aortic annulus towards the ascending aorta. During the procedure, two recaptures were performed since the depth was observed to be shallow in the left-coronary cusp (lcc). On the third attempt, at 80 percent, the valve was placed at a depth of 3mm; during the release, pacing was at 140 beats per minute (bpm) with a mean pressure of 65 mmhg and able to be implanted successfully. Mild paravalvular leak (pvl) was observed and a temporary pacemaker was turned off and upon retraction of the ds, the valve popped up towards the ascending aorta. It was also reported that there was a nosecone interaction while removing the ds. A new 29mm, navitor vision valve was selected for implant using a large flexnav ds. The valve was decided to be implanted within the index valve by performing a valve-in-valve procedure. Post-implant, transesophageal echocardiography (tee) confirmed a mild to moderate pvl near the annulus calcification. Post-implant balloon valvuloplasty (post-bav) was performed using a 28mm, non-abbott balloon. Mild pvl was observed. In addition, central leak was observed to be caused due to the non-abbott guidewire. Upon removal of the ds and guidewire, a contrast injection was infused, demonstrating a mild leak. On tee, final mean gradient was 8mmhg; mild pvl. The patient was extubated in the procedure room and transferred to the intensive care unit (ICU) according to hospital protocol. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be in a stable condition. On follow-up, the patient was developed with hematuria and on (B)(6) 2026, they were discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.